Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was 400 mg/dl. Reportedly the customer administered a correction bolus via pump and a manual injection to address bg level and continued to use the pump for insulin therapy.